Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was damaged. Customer didn't recall his blood glucose level at the time of the event. The damage was located on the drive support disk. Customer stated it was protruded. Customer stated he didn't recall pressing the cap but he took it off as he did not this would cause any issues. Customer was advised the device needed to be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had loose/protruded drive support disk, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.